Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the adverse events that were mentioned within the article didn't have to do anything with the phenom catheter.

Manufacturer narrative:
E1. Reported facility name is the facility for which the initial reporter/communicating author is associated. It should be noted that the study was conducted across 3 facilities in spain. A2. Reported patient age is the median age from all patient included in the literature article study group. A3a. Reported patient sex is representative of the majority of patients (20/25) included in the literature article study group. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Gallo-pineda, f., fernández-gómez, m., domínguez-rodríguez, c., gallego-león, j. I., hidalgo-barranco, c., díaz-martí, t., & r omance-garcía, a. (2024). Evaluating efficacy and complications of contour intrasaccular device in cerebral aneurysm management: a multicenter analysis. World neurosurgery, 183, e738¿e746. Https://doi.org/10.1016/j.wneu.2024.01.017 medtronic review of the literature article found a retrospective analysis of 25 patients in 3 different healthcare facilities who un derwent treatment for aneurysms with a non-medtronic intrasaccular device. Therefore, reports of incomplete occlusion including retreatment and movement of the intrasaccular device are not attributed to any medtronic device. It was reported that phenom 21 microcatheters were used in some of the procedure though it was not specified what catheter (medtronic or another manufacturer's device) were used in each procedure. There was no device malfunction or deficiency reported in the article associated with any phenom 21 microcatheter. Additionally, the article did not report any patient deaths. Serious adverse events for which the phenom catheter and/or treatment procedure cannot be ruled out as a contributing factor: one patient experienced a minor stroke within a week of the treatment procedure. Two patients had platelet aggregates formed at the detachment point of the non-medtronic implantable device intra-operatively. The thrombi were treated with injection of tirofiban which was considered successful as no additional intervention or post-treatment hemorrhage was reported.